Event description:
Pt reported post op bleed 8 days after tonsillectomy. Bleed occurred after pt did push ups. Bleeding was resolved by pt. Clinical site reported no intervention.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of peak clinical studies. Product was not available for eval because the complaint file was opened based on the retrospective review of the clinical study file. A review of the lhr did not reveal any issues during the mfg of this lot. End of report.